Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant inratio results. Results as follows: date: (B)(6) 2011, inratio: 1.2, lab: 2.4. Time between testing was five minutes. Last dose of coumadin was yesterday ((B)(6) 2011). Caller reports milking the finger prior to testing and pricking the finger before the green light comes on.